Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose levels while using the ilet bionic pancreas, including a low of 68 mg/dl and a high of 281 mg/dl, with lows lasting about 30 minutes and highs lasting about 3 hours; no backup therapy, ketone testing, or medical intervention was used. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no reported functional impairment or need for medical care. Troubleshooting and education were provided. Investigation included a review of complaint details and user-reported history. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia and hyperglycemia remained unclear. It was concluded that the event is not related to a confirmed device failure and that the cause is undetermined.